Manufacturer narrative:
Patient information is not available for reporting. (B)(4) the original implant procedure, which was intended to be temporary, occurred on an unknown date. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a temporary wrist spanning internal fixation construct on an unknown date due to a wrist fracture. The construct consisted of a 2.4mm locking compression (lcp) straight wrist plate and six (6) locking screws. Part of the treatment plan was to remove the hardware on (B)(6) 2015. The patient underwent the hardware removal as scheduled. During the removal process, the surgeon experienced difficulty explanting one (1) of the 2.4mm locking screws from the plate. The surgeon attempted to pry and pull the plate. Upon removal, it was noted that the screw, in its entirety, remained stuck in the plate's screw hole. A surgical delay of an unknown length was noted. The remaining five (5) screws were removed without difficulty. The procedure was completed without further incident. This report is 1 of 2 for (B)(4).